Event description:
Non- integration. Implant failed. Housing was attached but not loaded to denture.

Event description:
Non- integration. Implant failed. Housing was attached but not loaded to denture.